Event description:
The user facility reported that the monitor to their hexavue custom room rack was displaying a "distorted image" and the "back light flickers". No report of procedure involvement. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the vivid-image 4k monitor panel needed to be replaced. To resolve the issue the technician replaced the vivid-image 4k monitor panel, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.